Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The sensor was inserted into the arm on (B)(6) 2024 data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.